Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022 a sample was collected from the patient. On (B)(6) 2022, the sample was tested per pi on xpert xpress cov-2, flu/rsv plus. The result was sars cov-2 positive, flu a positive, flu b negative, rsv negative. The flu a positive portion of result is what was reported out to the physician. On (B)(6) 2022, the same sample was retested per pi on xpert xpress cov-2, flu/rsv plus. The result was sars cov-2 negative, flu a positive, flu b negative, rsv negative. Again, the flu a positive portion of result is what was reported out to the physician. On (B)(6) 2022, a sample was collected from the patient for testing on genemark dx instrument. On (B)(6) 2022, the test was completed and resulted in influenza a and influenza a h3 detected. Again, the flu a positive portion of result is what was reported out to the physician. The customer did not know if the patient was symptomatic. Customer does not have access to patient history. Customer reported that they were not aware of any death, and they did not know if there was any deterioration to the patient health. This case involves a patient who tested positive for flu a and sarscov2 by xpert xpress cov-2, flu/rsv plus. On repeat was positive only for flu a by xpert xpress cov-2, flu/rsv plus. The original sarscov2 result had a very late cycle threshold value, which is consistent with a low target concentration. The sarscov2 pcr curve was weak but normal indicating no product malfunction. The repeat xpert xpress cov-2, flu/rsv plus test was negative for sarscov2 but still showed some evidence of sarscov2 target, with fluorescent endpoint value. The genmark eplex respiratory panel test was negative for sarscov2 but is less sensitive than the cepheid test. The sarscov2 positive results were not reported. Only the flu a positive results were reported. There was no known harm to the patient. The likely root cause is target/s near limit of detection or near cut-off. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." For device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022 a sample was collected from the patient. On (B)(6) 2022, the sample was tested per pi on xpert xpress cov-2, flu/rsv plus. The result was sars cov-2 positive, flu a positive, flu b negative, rsv negative. The flu a positive portion of result is what was reported out to the physician. On (B)(6) 2022, the same sample was retested per pi on xpert xpress cov-2, flu/rsv plus. The result was sars cov-2 negative, flu a positive, flu b negative, rsv negative. Again, the flu a positive portion of result is what was reported out to the physician. On (B)(6) 2022, a sample was collected from the patient for testing on genemark dx instrument. On (B)(6) 2022, the test was completed and resulted in influenza a and influenza a h3 detected. Again, the flu a positive portion of result is what was reported out to the physician. The customer did not know if the patient was symptomatic. Customer does not have access to patient history. Customer reported that they were not aware of any death, and they did not know if there was any deterioration to the patient health.